Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report that contained the following information : "abbott's instructions for placement of sensor are poor. I was flexing my arm in the mirror to view the back of my arm and the sensor hit a muscle. I later noticed that dexcom's instructions tell you to hold your arm at a right angle so the flab (fat) of your underarm hangs loosely, which is where you want the sensor to go. I flexed my arm, (so I could see it better in the mirror) thus tightening the fat, and thus hit the muscle. And I'm a healthcare provider myself! The abbott instructions does show you someone with their arm at a right angle, but it was easier to flex my arm in the mirror so I could see what I was doing. They should make it clear that the right angle is essential and specify not to flex your arm. Internet info corroborates my concern." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.